Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak, aneurysm enlargement, aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A pxt231418+pxc201000 were implanted on the left side, and a pxc161200 was implanted on the right side. The distal end of both side of stent grafts landed on the common iliac arteries. The patient tolerated the procedure without reported issues. On (B)(6) 2024, the patient presented with an imminent rupture of the aneurysm due to distal type I endoleak on the right leg. An emergent reintervention was performed on the same day. The right internal iliac artery was embolized, and an additional contralateral leg endoprosthesis was added to extend the previously implanted pxc161200 toward the right external iliac artery. The patient tolerated the procedure.